Manufacturer narrative:
Date of event: unknown. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing labels with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® sst¿ tubes bd hemogard¿/gold was missing the labels. No serious injury, no medical intervention.